Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. "Applied medical representative was advised by surgeon via email that there was an issue with the clip applier (apart of the lap chole kit 22) during list on (B)(6) 2018. Contacted nurse who scrubbed into case and was advised that the clip was not fully closing. Surgeon tried firing clip on cystic duct but clip was not fully closing. Surgeon used another brand of clip applier to complete case. Nurse advised that the next clip applier used in following case on that list worked well. Nurse kept faulty product and packaging for return- requested for representative to collect faulty product." Additional information was received via email on 04aug2018 by territory manager. "Yes the next case was a lap chole with the same surgeon." Patient status: no injury or illness occurred associated with this complaint event.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. "Applied medical representative was advsied by surgeon via email that there was an issue with the clip applier (apart of the lap chole kit 22) during list on 13/7/18. Contacted nurse who scrubbed into case and was advised that the clip was not fully closing. Surgeon tried firing clip on cystic duct but clip was not fully closing. Surgeon used another brand of clip applier to complete case. Nurse advised that the next clip applier used in following case on that list worked well. Nurse kept faulty product and packaging for return requested for representative to collect faulty product." Additional information was received via email on 04aug2018 by territory manager. "Yes the next case was a lap chole with the same surgeon" patient status: no injury or illness occurred associated with this complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user's clip application technique. The instructions for use instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.